Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the cx. During the procedure the patient suffered hypotension and was treated with medication. The investigator and sponsor assessed the event as not related to the index device or to the anti-platelet medication. The patient is recovered. Cec adjudicated the patient suffered non-q-wave mi of the target vessel, mdt extended historical peri-pci.